Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasoft lancing device casing is broken. The complaint was classified based on the customer care advocate (cca) documentation. Three weeks prior to contacting lfs, the patient reported the alleged issue first occurred. It is unclear if the patient was able to obtain a blood sample by manually pricking her fingers or using a back up lancing device. The patient reported using self adjusting insulin to manage her diabetes. The patient reported "within the hour" of the issue occurring she developed symptoms of "urinating a lot, headaches and whole body hurts". The patient reported in response to the symptoms, she had less to eat or drink immediately after the symptoms occurred. During the time of troubleshooting the cca was able to determine the patient had been using the lancing device for 5-6 years, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test her blood glucose and therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.